Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was issued by the remote home monitoring system for a high out of range shock impedance measurement. Additional information was sought from the local area sales representative, however, at this time, no additional information was available.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The patient was brought into the office and upon evaluation, the shocking lead impedance was consistent at 114 ohms. When the patient moved hiss left arm across his chest the impedance increased to 124 ohms. Since all other lead measurements were stable and within range, the physician opted to continue to monitor via the remote home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Additional information was received stating that this system is continuing to exhibit shock impedance measurements greater than 125 ohms. A repeat echocardiogram will be performed as they believe the patient's ejection fraction (ef) may have improved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating that this system is continuing to exhibit shock impedance measurements greater than 125 ohms. Efforts to obtain additional details were unsuccessful. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was reported that this lead was removed from service due to the ongoing out of range shocking impedance measurements. The lead has been returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
This report is being filed due to the receipt of pertinent information regarding this complaint.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed calcium on the distal shocking coil. Analysis concluded that the reported out of range shocking impedance measurements could have been affected by the calcium. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being submitted due to the completion of product evaluation.